Event description:
Manufacturer representative (rep) mentioned patient (pt) had some lead migration with their previous leads and had a rough revision surgery when the paddle was placed, but after paddle lead was placed, pt did not get adequate relief since around implant date and pt's healthcare provider (hcp) recently decided to place competitors stimulator and manufacturer representative (rep) was asking about any contraindications and lead placement given that the hcp did not plan on explanting the scs. Technical services reviewed compatibility information.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the issue has been resolved. The leads were removed and replaced with a surgical paddle. The leads have been discarded and will not be returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.